Manufacturer narrative:
Mrn 8030965-2025-02621 is being retracted since it was found to be a duplicate of mrn 8030965-2025-02654. Mrn 8030965-2025-02654 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1 initial reporter address line 1: (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impactor broke off in the bracket, thread residue could be recovered. There was no surgical delay. The procedure was completed successfully. There were no patient consequences.